Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that the transmitter was not snapped into the sensor pod when the sensor was removed. Patient reported that upon sensor removal, he was not able to locate any portion of the sensor wire. Additionally, patient is unsure if the wire remains in the body. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin.